Manufacturer narrative:
Initial reporter name: (B)(6). Event site state: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that while in use on a patient, the intra-aortic balloon (iab) was having difficulty monitoring accurate systolic pressure numbers. The mean pressure is higher than the systolic pressure. The console was swapped out, but the issue persisted. There was no reported injury to the patient.

Event description:
It was reported that while in use on a patient, the intra-aortic balloon (iab) was having difficulty monitoring accurate systolic pressure numbers. The mean pressure is higher than the systolic pressure.the console was swapped out, but the issue persisted. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # from: [blank] to: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4) h3 other text : device not returned.